Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the patient line of the homechoice cassette during peritoneal dialysis therapy. The patient was in dwell and became disconnected. After noticing that they were disconnected, they reconnected and attempted to continue therapy. The homechoice device alarmed and stopped therapy. Renal therapy services agent assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.